Event description:
It was reported that the patient had a pocket infection. The infection was being treated with antibiotics. It was further reported that the implantable cardiac monitor (icm) was showing asystole episodes that appeared to be loss of contact. Oversensing episodes were also noted. The icm remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). No eval explanation: device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.